Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The complaint sample was evaluated and the reported event was confirmed through visual inspection. The returned package was confirmed to have debris inside the sterile packaging, however, the foreign material identified was consistent with the spectra of cellulose. The device history records were reviewed and no discrepancies were identified. The root cause of the reported issue was determined to be a manufacturing deficiency. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). (B)(6). Reporter had indicated that product will be returned. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that foreign substances were inside of the sterile packages. Another device was used to complete the surgery. No adverse events have been reported as a result of the malfunction.